Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. D2b ¿ product code: dre. G5 ¿ PMA/510(k): k141148 . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
As initially reported to customer relations: a 59-year-old female patient underwent a lead extraction with superior approach instruments procedure in which the lead extraction evolution rl controlled-rotation dilator sheath set, g23747, was used. 2x locking stylets, 2x one-ties were used. The 11fr shortie and 13fr evolution extracted the ra lead. The 11fr shortie then 13fr evolution were advanced part way onto the rv lead, and the lead extracted. The physician noticed blood pressure dropping.

Event description:
As initially reported to customer relations: a 59-year-old female patient underwent a lead extraction with superior approach instruments procedure in which the lead extraction evolution rl controlled-rotation dilator sheath set, g23747, was used. 2x locking stylets, 2x one-ties were used. The 11fr shortie and 13fr evolution extracted the ra lead. The 11fr shortie then 13fr evolution were advanced part way onto the rv lead, and the lead extracted. The physician noticed blood pressure dropping.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "blood pressure dropped." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. G5 ¿ PMA/510(k): k141148. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿